Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to loose drive support disk. The occlusion, priming and excessive no delivery alarm tests were unable to be performed due to compromised force sensor system. The failure of flash memory alarm and rtc problem alarm were unable to be tested due to the compromised force sensor system alarm. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and stipped battery cap coin slot.(B)(4)

Event description:
Customer's mother reported via phone call issues with the insulin pump. Customer advised the battery cap is hard to remove or place back in. Customer also advised they have received a compromised force sensor system alarm, failure of flash memory alarm, and rtc problem alarm. Customer advised the insulin pump needs to be replaced and the alarms were explained to the customer. Troubleshooting for the battery cap was performed. Troubleshooting for the prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.